Event description:
A caller reported that a tandem charging cable was damaged and the charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies and sent the replacement via 2-day shipping.